Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. High pacing threshold was observed on the right ventricular (rv) lead. The right ventricular lead was explanted and replaced. The patient was discharged the same day.